Event description:
A malfunction on the pump was reported, which caused the customer's blood glucose level to exceed 500 mg/dl. The exact value was not known, but it was displayed as ¿high.¿ the customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support assisted the customer with resetting the pump, after which no recurrence of the malfunction occurred. The customer was able to continue using the pump and was advised to call back if the issue reappeared.